Event description:
The consumer reported they had to go to the court house and went through the security gate. It was reported that they wanded the patient and they had their device on. The patient went to check their settings and said that program number 1 was usually at the top of the head and it moved to the back of their head. Troubleshooting performed was that the patient turned the stimulation down. They had not had a return of symptoms. There was a report that the patient turned the device on and got a jolt but also had the burning sensation on top of their head so they turned it down to 0.0 volts. It was reported that the patient had a stroke in 2007 and had a hard time remembering things but it was reported that the stroke was not related to the device or therapy. Relevant medical history includes non-malignant pain and occipital neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.